Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to patella oa, pain, and instability. (Left).